Event description:
I opened a monoject 12 ml syringe and filled it to 5 ml with anzemet. As I was drawing up the drug, I noticed that there were some black flecks on the side and near the top of the syringe. They were not floating in the syringe. They seemed to be stuck to the edge. I drew up a new dose with a new syringe and did not send this "defective" syringe to the patient. I then took the plunger out of the "defective" syringe and discarded the medication. I took a cotton swab and swabbed the inside of the syringe where the flecks were. They came off onto the cotton swab. There was 1 large fleck and about 3-4 small flecks. I also inspected the plunger. As I was doing so, I ran my finger along the edge of the rubber section of the plunger and some more black flecks came off.